Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. Device history records (DHR):- reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and filled easypump ii lt 270-135-s without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp was closed and the patient connector was closed with a combi stopper, the original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected solution at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The sample was taken to a functional test respectively a leak test was carried out. After opening the white clamp and starting the pump and waiting for 60 minutes the pump is working (solution was running) at the sample. After these 60 minutes leakages were not detected on the sample. The inspected sample is within our specifications. Hence we assess this complaint to be not justified.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump has not diffused completely (nacl 0.9%).